Manufacturer narrative:
Block b3 was an approximate date of explant.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed erosion. The aus was explanted, and at a later date, a new aus was implanted. There were no additional patient complications reported.